Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation surgery with a 330cc mentor smooth round high profile saline breast implant. Post-operatively, the patient experienced pain in the right breast and a deflation of her right breast prosthesis, which was confirmed during a physical exam. She was then diagnosed with capsular contracture of an unspecified baker grade. As a result, the patient underwent removal and replacement with a 525cc mentor memorygel xtra breast implant on (B)(6) 2023.

Manufacturer narrative:
On february 16, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2023, mentor completed a visual inspection, leak testing, and a microscopic examination of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the anterior view, measuring approximately 0.1 cm. Additionally, no other tears were observed during the analysis. A microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. On march 16, 2023, mentor became aware that two devices were returned with the same lot number, but the sides of implantation were not disclosed. Both devices were found to have instrument damage. Several follow-ups were conducted to clarify the impacted product, but no additional information was received. As such, a new file was generated to document the second device. Because the side of implantation could not be verified, the side of implantation for this report will be referred to as side b. Refer to manufacturing report number 1645337-2023-03958 for the contralateral event (side a). On april 05, 2023, mentor became aware that the date of implantation provided occurred prior to the manufacture date of the implant. The date of implantation was provided as an estimate, and no clarification has been received. If new information is provided, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).